Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient developed blisters which were red, burning, and itchy due to an allergic reaction. Follow up indicated that the patient's physician prescribed a cream which did not help. The patient ended use.